Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR.report: 1221359-2021-02153.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 for two (2) patients performed on (B)(6) 2021 respectively. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab (local brand polyester). Rt-pcr confirmation testing was performed and generated negative results with platform: genexpert & filmarray. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025962 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025962, test base part number 190-430 / lot 1025962. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025962 showed that the complaint rate is (B)(4). In conclusion,abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination. Reference MFR. Reports: 1221359-2021-02153.